Event description:
Ous MDR - after an implantation period of about 21 months, oversensing with inappropriate therapy was reported. The physician decided to replace the system. The lead was returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise which led to shock delivery as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further analysis the lead demonstrated cuts in the insulation which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.